Event description:
It was reported that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent ipg revision procedure. Patient is doing great postoperatively. Nothing will be returned due to hospital policy. No device malfunction was suspected.